Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal was deployed post diagnostic heart catheterization. Thirty minutes post deployment, the pt complained of tingling in the lower leg. The nurse reported diminished pedal pulses which were identified only by doppler. The patient ambulated 1 hour post deployment without incident. Vascular ultrasound revealed diminished arterial flow in the common femoral artery, near the access site. Peripheral angiography confirmed arterial dissection 1 centimeter proximal to the access site. The patient underwent femoral bypass surgery.